Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Event description:
Patient was revised to address pain.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges injuries, discomfort, localized joint swelling, inflammation, and severe infection caused by metallosis.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Added: patient.

Event description:
In addition to what were previously alleged, pfs alleges elevated metal ions. After review of medical records patient was revised due to metallosis. Added bone screws because the cup was previously added in the impacted products. Added patient harm, patient's address, initial reporter, patient's height, weight, revision hospital and lawyer in the associated contact.